Manufacturer narrative:
The device evaluation of the rms-060026-r device of unknown lot could not be completed as the device or photographic evidence of the device was not returned for evaluation. This file was created in response to the attached pmcf study and relates to stent migration and decreased kidney function of an rms-060026-r device manufacturing records. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review historical data. Historical data was not reviewed as the lot number is unknown. Instructions for use and/label. As per the instructions for use, ifu0020 which informs the user about the potential adverse events associated with indwelling ureteral stents include: allergic reaction to nickel, bladder spasm, diminished urine drainage/stent occlusion, fever, fistula formation including arterioureteral fistula, hemorrhage, hydronephrosis, infection, insufficient urine drainage, loss of renal function, pain/discomfort, perforation of kidney, renal pelvis, ureter and/or bladder, peritonitis, pyuria, stent degradation/fracture, stent dislodgement/migration, stent encrustation, stent failure, tissue ingrowth, ureteral reflux, urinary symptoms (frequency, urgency, incontinence, dysuria, hematuria), urinary tract tissue erosion. It should be noted that the instructions for use lists stent dislodgement/migration and as a potential adverse event that can occur in conjunction with biliary stent placement. There is no evidence to suggest the customer did not follow the instructions for use (ifu0020). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to inherent risk of the device, as migration or stent dislodgement is a potential adverse event associated with the use of the rms device. It is likely that the stent migration contributed to the decreased kidney function reported. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction. Complaints of this nature will continue to be monitored for similar event. Summary: according to the pmcf study 127 days post placement of the rms-060026-r device of unknown lot there was a decrease in kidney function. Confirmed quantity of 1 device, confirmed used. The stent was replaced, and no further adverse events were reported. A possible root cause could be attributed to inherent risk of the device, as migration or stent dislodgement is a potential adverse event associated with the use of the rms device. It is likely that the stent migration contributed to the decreased kidney function reported.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 21-nov-2025. Additional questions received on 07-oct-2025: 1. Was the initial placement of the stent confirmed to be optimal via imaging (e.g., fluoroscopy)? Yes, per operative note on (B)(6) 2016, ¿the proximal end curled beautifully in the upper pole calyx as intended and the distal end curled nicely in the bladder. I did do a cystogram to confirm that the distal end was normal as the patient¿s ureteral orifice was a bit low on fluoroscopy being at the level of the inferior portion of the symphysis pubis. The cystogram confirmed nicely that the double-j stent was beautifully positioned distally. At this point, I did an antegrade study through the right nephrostomy tube demonstrating that the ureteral stent and nephrostomy tube did not engage each other.¿ 2. Were there any difficulties or deviations from standard procedure during placement? No. 3. Was there difficulty advancing the stent to the target location? No. 4. What was the target location for the stent? The target location was the upper pole calyx of the kidney (proximal end) and the bladder (distal end). 5. What disease or condition was the physician trying to treat? Right ureteral obstruction with hydronephrosis ¿solitary functional kidney with obstruction of an etiology which has been challenging to discern¿, unknown etiology, ¿we have seen what appears to be a sharp area of delineation¿. 6. What type and size wire guide was used with the device? Not specified in the operative note. 7. Did the device come with a pigtail straightener? (If yes, was the pigtail straightener used?) A wire was used to straighten the stent for placement but specific mention of a pigtail straightener device was not given. 8. Did the user attempt to attach the stent to the inserter before or after wire guide insertion? Not specified. 9. Did the user attempt to attach the tapered end of the stent to the inserter? Not specified. 10. Was the device assembled outside of the body? Not specified explicitly in note. 11. Was the stent position checked at any time between placement and the adverse event? If so, were there any changes noted? If so, were there any changes noted? Yes, on (B)(6) 2016, CT imaging confirmed stable position of stent but increased hydronephrosis. 12. What was the exact position of the stent when the decreased kidney function was observed? Was it confirmed radiographically? Per visit note on (B)(6) 2016, "she has had an increase in creatinine from 1.4 --> 1.7. The stent does appear to be in a lower position which may be not draining completely. We will schedule a re positioning of the stent." Intraoperative fluoroscopy noted ¿area of narrowing approximately 4 cm in length from the ureteropelvic junction through the proximal ureter. Then, there was a dilation of the ureter and a second area of narrowing and kinking down by the pelvic inlet.¿ 13. What was the length of the indwelling time? 133 days. 14. Was the stent removed? (If yes, please specify:). (I) what part of the body the device was removed from? Removed via cystoscopy from bladder. (Ii) what device was removed? Resonance stent. (Iii) what instrument was used to remove it? Unspecified. Op note says it was grasped and removed. 15. Why was the stent removed? (Exchange, other¿please detail) exchanged due to increased hydronephrosis, etiology unknown. 16. Was force required to remove the stent? Not specified in op note. 17. If the stent was removed, what was used to complete the procedure? Unspecified. Per op note, ¿I was able to grasp and remove the stent and place a wire into the right ureteral orifice. I then performed a pull-out retrograde uretero-pyelogram. The retrograde ureteral pyelogram did indicate that there was an area of narrowing approximately 4 cm in length from the ureteropelvic junction through the proximal ureter.¿ 18. Was there any evidence of encrustation, blockage, on the stent? No. ¿there was just reaction around the ureter which was very thick and inflamed.¿ 19. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? (If yes, specify what and where on the device) no. 20. Was there any sign of stent migration or displacement (proximal or distal)? Distal migration suspected. 21. Were there any patient-specific factors (e.g., anatomy, previous surgeries, comorbidities) that could have contributed to stent displacement or obstruction? The patient had a sharp kink and narrowing at the ureteropelvic junction, which was noted as extrinsic and consistent with a upj obstruction. Etiology of obstruction unknown. 22. Was the patient using calcium supplementation? No. 23. Please specify the storage conditions of the device at the facility, particularly those relating to light and temperature. Unspecified. 24. Are any images available for review? (Yes, no, n/a) no. Images are not accessible through chart.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As initially reported per the observational post market study complaint form: on (B)(6) 2016 the device was placed due to extrinsic chronic obstruction with ureteropelvic junction obstruction via cystoscopy and ureteroscopy with retrograde pyelogram. Placement was confirmed via fluoroscopy. On (B)(6) 2016, 127 days post procedure the site reported decrease of kidney function. The device was replaced on (B)(6) 2016 with no further adverse events. The site related the event to the index device. Per the note ¿has had an increase in creatinine from 1.4 --> 1.7...the stent does appear to be in a lower position which may be not draining completely¿ the site stated this occurred due to a device deficiency with the same description as above. The stent was replaced on (B)(6) 2016 successfully. Patient completed the study follow-up with no further adverse events or device deficiencies.